Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-48718.

Manufacturer narrative:
A complete analysis and testing of 10 opened and used enlite sensors and performed bicarbonate buffer test; 2 of 10 sensors failed for high readings and the 8 remaining sensors passed per specifications with accurate readings. Unable to confirm adhesive anomalies due to sensors were returned opened and used.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 200 mg/dl, compared with the sensor reading of 57 mg/dl. On another occasion, the blood glucose was 174 mg/dl, compared with the sensor reading of 50 mg/dl. The customer reported experiencing high blood glucose and treated with the insulin pump. The customer also noted that the insulin pump had alarmed several calibration errors as well. She stated that she would put the insulin pump on her back and lie on her stomach where her sensor was until it lost connection. She stated that she would then reconnect to the sensor and this fixed the issue. She was advised that this was off label use. She also reported that one sensor got stuck in the serter and another sensor failed to adhere to her skin without aid of the overlay tape. The customer was advised to replace the sensors and agreed to return the sensors for analysis.